Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient was experiencing pain at the ipg site. In turn surgical intervention took place on (B)(6) 2022 wherein the battery was repositioned and secured on the same side. No falls were reported and the issue has been resolved.